Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and identified the liquid level detection printed circuit board (lld pcb) caused the event. He replaced this part, readjusted the sample probe, and verified the analyzer's performance through technical and analytical validation and test runs.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received a questionable pth result from one patient sample tested on the cobas e411 analyzer (rack system). The initial result was deemed falsely low. The initial result was 11 pg/ml. The repeat result was 35 pg/ml.